Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the peritonitis event and another indication. Treatment for the event was unknown. At the time of this report, the patient recovered from the peritonitis event. Four days after the event onset, the patient's catheter was removed, and pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.